Event description:
IV infusion line was noticed to be wet, and was replaced. Further inspection showed a small crack at connection site.

Manufacturer narrative:
It was originally reported that the device was not returned, however a device was received by vygon on july 10. Visual inspection of the returned product showed that it was not ams-467c. The slide clamp was the wrong color, and there was an additional port that is not part of the ams-467c. It was also confirmed that the product received was not multiple sets or additional components strung together. With no lot number, a review of the lot history record cannot be performed. From the information communicated to vygon by the reporter, it was found that this product was used with a pump (outside intended use), which may have contributed to the leaking observed. The rootcause for this product being used against intended use is a result of inadequate labelling. The product label did not state "for gravity use only" or a warning against pump use. No IFU is provided with this device to provide this information. CAPA-00590 has been initiated to further investigate label claims to avoid the use of vygon administration sets and extension sets with pumps, as they are not intended for pump use.

Manufacturer narrative:
Although the device was not returned to vygon, the details of the complaint will be examined as part of the complaint investigation. This investigation is currently in process and the results will be forwarded to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
IV infusion line was noticed to be wet, and was replaced. Further inspection showed a small crack at connection site.